Manufacturer narrative:
Device evaluation occurred on 27jun2019: during evaluation, the patency failure was confirmed due to the folding of the inner lumen underneath the bifurcate. The patency issue is not the reason for this report as it would not lead to any patient/user harm. However, while checking the working length of the catheter a jacket defect was noticed approximately 24cm proximal of the tip. Under the microscope, the defect was confirmed to be a breach in the jacket. This information made the manufacturer aware that this issue is reportable due to potential accidental radiation occurrence and exposure to manufacturing materials. Unable to determine when/how the breach in the jacket occurred.

Event description:
On (B)(6) 2019 a coronary atherectomy procedure commenced. During the procedure, the physician found it very difficult to advance the spectranetics coronary laser atherectomy catheter (elca) over the guidewire. Maneuverability was very limited. Physician abandoned use of the elca. Patient treated with plain old balloon angioplasty (poba) non compliant (nc) catheter, then stent implantation. The suspect device was returned to the manufacturer for evaluation. On (B)(6) 2019 evaluation was completed and a breach in the outer jacket of the suspect device was detected. Thus, this event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.